Event description:
It was reported the physician was attempting to use a tripole configuration and asked for a quattrode. Upon testing, the quattrode could not push any stimulation due to high impedances. New cables were attempted, but did not resolve the issue. Reported the physician used two octrodes instead of the tripole configuration.

Manufacturer narrative:
Results: the complaint for "high impedance" was not confirmed. As received, microscopic inspection revealed the lead had two compression marks on the lead body as a result of the implant procedure. The lead passed all functional and continuity testing. The device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found.